Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer has had blood sugars in the 300s and 500s for the past 3 days. Customer states there is a leak that originates at the luer connection and air bubbles in the luer/infusion set. Customer states leak and air bubbles contributed to his high blood sugars. No adverse event reported. A request was made for the return of the device, replacement sent.